Event description:
It was reported that air bubbles were observed within the cartridge tubing. There was no reported adverse effect to the customer's blood glucose level. Customer performed a supply change to address the issue.